Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during skin closure in an open orthopedic case, using the continuous suturing technique at the end of the procedure, the thread broke. Another device was used to complete the case. There was no patient injury.